Manufacturer narrative:
(B)(4). Visual inspection of the incident pencil found the electrode tip charred. Testing found the pencil to function normally. The instructions for use warns the electrode should be cleaned often with gauze or other material. Additionally the IFU warns that sparking and heating associated with electrosurgery can provide an ignition source. Do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes), flammable gases, or oxygen enriched environments.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the pencil tip caught on fire after use but was quickly extinguished without incident or injury to the patient. Oxygen was being delivered at 3lpm via nasal cannula.